Event description:
The pt tested her blood glucose on the suspect device and it was 189 mg/dl at 7:30am. She took normal insulin and passed out about 1-2 hours later. She ate some candy and drank some juice and called the paramedics. When they arrived they tested her blood glucose on the suspect device and it was 100 mg/dl.